Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history that included recurrent pulmonary embolism (pe) and had their anticoagulation therapy held due to a recent gastrointestinal bleed. The patient presented to hospital with chest pain and shortness of breath. Diagnostic testing revealed extensive bilateral pe with a saddle embolus and right heart strain. The patient underwent extensive open pulmonary embolectomy and the placement of a filter in a surgical setting that required cardiopulmonary bypass with moderated hypothermia. The filter was implanted via a transverse incision of the right atrial appendage and placed at the level of l2. Approximately eight years and five months after the filter implantation, the patient became aware that the filter struts had perforated outside the inferior vena cava (ivc). The patient further reported having experienced chest pain, shortness of breath and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the medical records, the patient was reported to have a history of multiple medical problems, including pulmonary embolus (pe), and had been taken off coumadin for a period because of a gastrointestinal bleed. The patient presented with progressive shortness of breath and was found to have extensive bilateral pe with a saddle embolus, and an echocardiogram showed right heart strain. The patient underwent pulmonary embolectomy with cardiopulmonary bypass and placement of an inferior vena cava (ivc) filter. Cardiopulmonary bypass was used in standard fashion with moderate hypothermia. An incision was made on the main pulmonary artery extending onto the left pulmonary artery to remove embolus from the left side. A transverse incision was made in the right pulmonary artery between the aorta and the inferior vena cava, and extensive embolectomy was performed on the right side. Under fluoroscopic guidance a dilator, introducer and guidewire were introduced through the atrial purse string and were guided into the inferior vena cava. A venacavagram was performed at the l2 level identifying the takeoff of the pulmonary veins and the cordis trapease filter was delivered through the right atrial appendage. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, becoming aware of these events approximately eight years and five months after the filter implantation, and further experienced, chest pain, shortness of breath and anxiety related to the filter.